Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2408-56, serial/lot: (B)(4), description: avista MRI perc lead kit, 56cm; model: sc-1200, serial/lot: (B)(4), description: precision montage MRI ipg sterile kit.

Event description:
A report was received that the patient had pain near the clik anchor site as well as upper back pain with intolerable pain that spread to the buttocks. The patient reported an inability to sit due to the pain. The physician reported that the causal relationship with respect to the upper back and buttock pain was negative, and since the patient was originally complaining of pain near the anchor site, the patient was hospitalized and an explant of the entire system was performed. The physician did not suspect malfunction of the clik anchor and noted that the patient lost a total of eleven kilograms of weight post device implantation. After the explant procedure the patient reported that the pain near the anchor was gone; however, the upper back pain remained.

Manufacturer narrative:
The devices were returned and analyzed. Sc-1200, s/n (B)(4): the complaint was not confirmed. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient¿s latest setting. No discrepancies were identified. Device stimulation amplitude and timing was monitored for errors. No intermittent anomalies were noted in the output. Device exhibits normal device characteristics. Sc-2408-56, (B)(4): visual inspection revealed lead was cut in three pieces and exposed in multiple places. The damage to the lead is consistent with damages done during the explant procedure and it is not considered a failure. Sc-4319, lot# 0019027739: visual inspection revealed both of the clik x anchors has a torn over mold. There were no missing materials. Review of the device history record revealed no anomalies.

Event description:
A report was received that the patient had pain near the clik anchor site as well as upper back pain with intolerable pain that spread to the buttocks. The patient reported an inability to sit due to the pain. The physician reported that the causal relationship with respect to the upper back and buttock pain was negative, and since the patient was originally complaining of pain near the anchor site, the patient was hospitalized and an explant of the entire system was performed. The physician did not suspect malfunction of the clik anchor and noted that the patient lost a total of eleven kilograms of weight post device implantation. After the explant procedure the patient reported that the pain near the anchor and ipg area was gone; however, the upper back pain remained.

Manufacturer narrative:
Additional information was received that the serial number for explanted lead sc-2408-56 was (B)(4) not (B)(4).

Event description:
A report was received that the patient had pain near the clik anchor site as well as upper back pain with intolerable pain that spread to the buttocks. The patient reported an inability to sit due to the pain. The physician reported that the causal relationship with respect to the upper back and buttock pain was negative, and since the patient was originally complaining of pain near the anchor site, the patient was hospitalized and an explant of the entire system was performed. The physician did not suspect malfunction of the clik anchor and noted that the patient lost a total of eleven kilograms of weight post device implantation. After the explant procedure the patient reported that the pain near the anchor and ipg area was gone; however, the upper back pain remained.